Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The left inferior pulmonary vein (lipv) was ablated with flower configuration, then, the wire was placed into the vein to change the catheter to basket, and it was found that the wire was stuck. The catheter was removed and replaced. The procedure was completed successfully. No patient complications were reported. The device is not expected to return as it was disposed.